Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what tissue was being approximated or sutured when it broke? Procedure date? Patient condition? What was used to complete the procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2022 and suture was used. During the procedure, the suture kept breaking during anastomosis. There were no patient consequences reported. Additional information was requested.